Manufacturer narrative:
Other - the customer repaired the unit. The customer removed the relief valve cleaned it, and put it back on and so far there has not been any more leaks.

Event description:
The customer alleged that the unit was leaking cidex. There were no reports of injuries related to the leak. The customer repaired the unit.